Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2019-04371. It was reported the patient has been receiving inadequate therapy due to lead migration. X-rays confirmed the lead migration. As a result, the patient will undergo surgical intervention on a later date.

Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. As received, both octrode leads passed electrical testing. No root cause was identified for the reported issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6)2019, during which the leads were explanted and replaced. Issue resolved and therapy has been restored.